Event description:
Cervical disc prosthesis migration was reported to have occurred. No injury has been reported. Date of implantation is not known. Revision surgery occurred on (B)(6) 2013; the prosthesis was reported to have been explanted and fusion of the affected spine level was performed.

Manufacturer narrative:
(B)(4). The device has not been returned and evaluation of the device has not occurred. No root cause has been identified. Radiographic review notes the prosthesis was implanted at the c3-c4 spine level; prior acdf was noted at the c5-c7 levels. Device disposition is unclear at this time. Labeling review: "indications for use: the pcm cervical disc is indicated for use in skeletally mature pts for reconstruction of a degenerated cervical disc at one level from c3-c4 to c6-c7 following single-level discectomy". "Risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; loss of purchase; sizing issues with components; " "the safety and effectiveness of this device has not been established in pts with the following conditions: "more than one immobile vertebral level between c1-t1 from any cause including but not limited to congenital abnormalities, osteoarthritic "spontaneous fusions", and prior cervical fusions".